Event description:
The surgeon reported that the patient never underwent surgery as the device had never migrated. No further information was provided. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event of migration and discomfort have been determined to not be related to vns therapy.

Event description:
It was reported that the patient believed the vns device had moved slightly towards his armpit. This caused occasional discomfort for the patient while sleeping but was otherwise fine. Further information was received that the patient had stated he may have had a pocket revision surgery however could not remember at that time. No additional relevant information has been received to date.